Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4) superseded by mdd CAPA-001226.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), a3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, d6b, e2, e3, h5. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr resurfacing, left hip, reason for revision: pain. Doi: (B)(6) 2009; dor: (B)(6) 2020; left hip. Update ad 12 jun 2020: surgeon confirmation form as additional information received. Scf alleges pain and loosening of the asr prosthesis. Added patient identifier, patient harm and pe code of the cup and head. Corrected the dor and implant duration details since the (B)(4) record has its own dor. Conducted a pcf to clarify the correct dor, what implant and interface was specifically was loose? Are there any depuy cement used? Doi: (B)(6) 2009 - dor: (B)(6) 2020 (left hip).